Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a post polypectomy bleed in the colon, performed on (B)(6) 2012. According to the complainant, a clip was deployed onto the tissue, however, the clip would not release from the catheter. Reportedly, the physician had to "jiggle the catheter back and forth to remove the catheter from the clip." The clip detached from catheter, however, the clip fell off the tissue into the patients colon. The case was completed with another resolution clip device. The case was completed successfully and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.